Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was duplicated during testing in lab. Therapy connector j16 pins were found to have lifted pins, hence the defib test failure during operational check.

Event description:
It was reported to philips that the device was not recognizing the test load or qcpr meter during testing. There was no reported patient or user involvement and no adverse patient/user impact.